Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was diagnosed with an infection. The infection was not thought to be related to the device as there was no signs of infection at the penetration of the driveline, artificial blood vessels, or at the pump per computed tomography (CT). The patient was treated with drug therapy only and was discharged on (B)(6) 2024.

Event description:
Additional information was received that the source of infection was unknown. The patient had fever and diarrhea since (B)(6) 2024, and the patient did not improve. Therefore, the patient visited a local doctor on (B)(6) 2024. Antibiotics were prescribed and the symptoms tended to improve. However, the anorexia remained, and the inflammatory reaction increased on (B)(6) 2024, and the patient was hospitalized. The infection did not resolve, and observation was planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.